Manufacturer narrative:
Product complaint # (B)(4). Not reported. Batch #: t5cx9v. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Consultant. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Mid b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? 30 seconds. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes 2 full donuts. Was a complete transection of the cutting washer visually confirmed? Not sure what this means. Were there any staple formation issues identified? No. What is the current status of the patient? Recovering at home, awaiting contrast imaging and reversal of ileostomy. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic anterior resection procedure for malignancy, air leak test identified bubbles visibly leaking from what was macroscopically a sound anastomosis. Converted to open and anastomosis repaired interrupted sutures an defunctioned with ileostomy.